Event description:
A patient underwent for chronic catheter placement procedure using navarre universal drain. During the drainage catheter placement procedure, the guide wire failed to pass through properly and experienced tearing during the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for chronic catheter placement procedure using navarre universal drain. During the drainage catheter placement procedure, the guide wire failed to pass through properly and experienced tearing during the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 6fr navarre drainage catheter was returned for evaluation. Visual, microscopic and functional evaluations were performed. Upon functional testing, inhouse guidewire was successfully advanced and offloaded without resistance. However the investigation is inconclusive for fracture and failure to advance as the reported component guidewire was not returned for evaluation. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.